Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated a half of handle was missing on light head. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated a half of handle was missing on light head. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the parts have been ordered and a visit has been scheduled. It was established that when the event occurred, the surgical light did not meet its specification as half of handle was missing on light head could be treated as technical deficiencies and in this way the device contributed to the event. There is no information available whether the device was or was not being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is low broken off handle. A root cause analysis was performed by subject matter experts at manufacturing site. Unfortunately, maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).